Event description:
At post-op visit, high impedances were noted between contact 2 and 3 and between contact 2 and the case (>20,000 ohms). Egd ordered to rule out perforation; egd negative. Post-egd, the patient reported a shocking sensation at the pocket site. Device turned off. On (B)(6) 2026, the patient underwent ipg replacement. Upon explant, dr. Ward noted lead 2 was partially disengaged from the ipg header. New ipg placed. Post-replacement impedances within normal range.

Manufacturer narrative:
Waiting for device return for analysis.

Manufacturer narrative:
Patient presented with high impedances at post-op checkup and shocking sensations. Device explanted and replaced with another ipg. Analysis of explant didn't show any device abnormalities other than set screw being advanced too far - unable to determine when set screw was moved to that location. High impedances/shocking likely due to a bad initial connection. No further action to be taken.